Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This MDR represents the ventralight st (device 2). An additional supplemental emdr was submitted to represent the ventralight st with echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with epigastric and umbilical hernia thereby underwent laparoscopic repair with implant of ventralight st with echo ps (device 1) and ventralight st mesh (device 2). Per op notes, ¿a right lower quadrant stab incision was made. Omental adhesions in the midline and the hernia omentum was reduced and taken down. A left upper quadrant stab incision was made. A ventralight st with echo ps (device 1) was placed in the hernia defects where 3 small incisions were made in the epigastric region over the epigastric hernia and secured with metal tacker. Another small incision was made over the umbilicus. Inferiorly at the umbilicus the overlap was not 2 cm so a ventralight st mesh (device 2) was placed and anchored to the abdominal wall with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralight st with echo ps (device 1) and ventralight st mesh (device 2) and implant of ventrio st mesh (device 3). Per op notes, ¿midline incision was made and the hernia sac was opened and excised. Small hernias were identified superiorly and inferiorly. Old mesh (device 1 and 2) present around the left lateral aspect of the wound was taken off the abdominal wall and the abdominal fascia had been shredded by the tacks. A ventrio st mesh (device 3) was placed posterior to the abdominal fascia and secured with sutures and tacks.¿